Event description:
Boston scientific received information that during a routine follow-up appointment, noise was noted on the ventricular channel as well as the shock channel. The noise resulted in oversensing. Testing was performed and the noise was reproduced. A fracture and insulation damage was suspected due to subclavian crush. A revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Information was received that the leads were explanted and replaced. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was abraded through exposing the coils. The damage was most likely due to lead-on-lead contact. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits.